Event description:
It was reported that during use of the bd plastipak¿ luer-lok¿ syringe there was foreign matter of dirt inside the syringe. The following information was provided by the initial reporter: dirt inside the syringe. This was noticed after customer extracted nacl into syringe.

Manufacturer narrative:
Investigation: one sample was returned to our quality engineer for investigation. Upon inspecting the sample, brown stains were observed in the barrel. Using magnification the particles were identified to be burnt particles of polypropylene that was embedded from the molding process. A device history review was performed for reported lot 1904208, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Although we could not identify a direct issue, it was determined this incident likely occurred due to polypropylene particles detaching from the mold during the injection process and becoming embedded within the product. Injection machines are ran prior to use to remove excess materials and we perform inspections and clearly defined cleaning procedures.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ luer-lok¿ syringe there was foreign matter of dirt inside the syringe. The following information was provided by the initial reporter: dirt inside the syringe. This was noticed after customer extracted nacl into syringe.